Event description:
It was reported that the customer purchased the extension cord for the temperature sensing foley catheter around the end of (B)(6), and the frequency of use was about 15 cases per month. From the mid of august, there was a problem that the temperature was not displayed, and this occurred in about 5 cases. It was stated that the pin jack was loose. The sales representative suggested the user to switch to 32021tcj. Per notification received from investigator on 02feb2023, it was stated that the cable was found to not meet dimensional requirements during sample evaluation.

Manufacturer narrative:
The reported event was confirmed as supplier related. A potential root cause for this event could be operator error. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not required as a review of the label could not have prevented the reported event. Correction: a, b, f, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer purchased the extension cord for the temperature sensing foley catheter around the end of july, and the frequency of use was about 15 cases per month. From the mid of august, there was a problem that the temperature was not displayed, and this occurred in about 5 cases. It was stated that the pin jack was loose. The sales representative suggested the user to switch to 32021tcj. Per notification received from investigator on 02feb2023, it was stated that the cable was found to not meet dimensional requirements during sample evaluation.